Manufacturer narrative:
On 22-nov-2023, additional information was received clarifying that ablation has not been performed, and the flow speed was low. During the mapping process, the pump gave an alarm, and it was found that the hole was completely blocked. On 7-dec-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the device (including port, luer hub) was not irrigating. It was reported that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and pump and pressure tests of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. Then a pump and pressure gauge test were performed and the catheter failed the test since the irrigation tube was found folded inside the handle. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: before use, check irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. Also, do not continue the use of the catheter if still occluded or if it is not functioning properly. It should be noted that for product temperature failure, the instructions for use contain the following warnings and precautions that should be considered: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. Make sure the irrigation holes are not plugged prior to re-insertion. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the device (including port, luer hub) was not irrigating. It was reported that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information received indicated before ablation, the saline issued out from the holes of the catheter tip. Then when using the device, there was a smartablate system-pump there was an abnormal pump alarm but the exact alarm was not provided. After withdrawing the catheter, the issue was found. High-pressure infusion with a syringe was performed, but the holes of the catheter was found blocked with no saline issuing out. The correct catheter settings were selected on the generator but the smartablate system-pump was not switching from high to low flow.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).